Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slippage of the sgc back into the right artrium appears to be a result of user technique/procedural conditions, as insertion of the cds likely caused the movement. A cause for the reported leak could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The sgc was advanced to the left atrium (la). When the clip delivery system (cds) was inserted, the sgc slipped back to the right atrium (ra) and a leak was then observed at the sgc hemostasis valve. The sgc was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.